Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m, right ventricular (rv) implantable tachy lead, (B)(6) 2013; 5076, right atrial (ra) implantable pacing lead, (B)(6) 2013; 4598, left ventricular (lv) implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that a patient enrolled in attain performa clinical study presented to ER with symptoms of left arm pain and swelling. Primary diagnosis of left upper extremity deep vein thrombosis. Patient treated with IV and oral medication. Primary investigator documented this event was procedure related only. No further patient complications have been reported as a result of this event.